Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-01546, 3006705815-2020-01548. It was reported that the patient underwent a system explant. The physician felt the system was not providing pain relief. The patient had a full system explant as a result.